Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had an increase in pain over the last 1-2 weeks as well as nausea. Then they had a seizure which caused them to fall and they sustained a spinal fracture. The patient was having an MRI tonight and the pump would be checked in the morning to look for normal recovery as well as anything that might explain the patient's symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.